Event description:
It was reported that the customer had a broken case on the insulin pump. The customer blood glucose level was unknown. Troubleshooting was not performed but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump was received with a deep scratched on case, keypad overlay, and display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.